Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy abnormal bleeding") and female sexual dysfunction ("apareunia") in a 36-year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. In october 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and female sexual dysfunction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and salpingectomy), surgery (hysterectomy and salpingectomy), surgery (hysterectomy and salpingectomy), surgery (hysterectomy and salpingectomy), surgery (hysterectomy and salpingectomy) and surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, female sexual dysfunction, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion procedure: both tubal ostia are easily visualized. The placement went very smooth. She tolerated it well. Surgical pathology report: gross description: portions of attached fallopian tube segments contain essure conceptive devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded); on (B)(6) 2010: unilateral occlusion (right tube occluded) hsg on (B)(6) 2010: device appeared to be normally positioned. Physician did not see any evidence of leak on the right. Physician did not see some contrast making it past the wire on the left and pooling in the more distal fallopian tube and pelvis. None is seen leaking on the right. It appeared to be some delayed spill on the left side with prolonged pressure but definitely indicated that there was not complete occlusion yet. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorragia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Addition of ptc global number reference, update of batch information(exp and manufacture dates). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy abnormal bleeding") and female sexual dysfunction ("apareunia") in a 36-year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and female sexual dysfunction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, female sexual dysfunction, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion procedure: both tubal ostia are easily visualized. The placement went very smooth. She tolerated it well. Surgical pathology report: gross description: portions of attached fallopian tube segments contain essure conceptive devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded); on (B)(6) 2010: unilateral occlusion (right tube occluded) hsg on (B)(6) 2010: device appeared to be normally positioned. Physician did not see any evidence of leak on the right. Physician did not see some contrast making it past the wire on the left and pooling in the more distal fallopian tube and pelvis. None is seen leaking on the right. It appeared to be some delayed spill on the left side with prolonged pressure but definitely indicated that there was not complete occlusion yet. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorragia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Lot number added (663256). Events added: vaginal bleeding, menorrhagia, apareunia, dysmenorrhea and dyspareunia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.